Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was not able to reproduce the error. The customer wanted the foot tray to be replaced. The fse replaced the reported foot tray on the surgeon side console (ssc) to resolve the issue. Isi did receive the foot tray involved with the complaint and performed the failure analysis. During failure analysis, visual inspection performed on the foot tray and noticed the bottom of the foot tray had a dent and some scratches that were not related to reported issue. The lighthouse/aperture was checked and found no related errors. Installed foot tray in an internal equipment, fixture, or tool (eft) system and could not replicate reported issue during system testing. Potential root cause may be an intermittent issue with the foot clutch pedal. The system was tested and verified as ready for use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) to report that the surgeon stated the foot clutch pedal did not stay depressed. The caller stated that the surgeon reported this has been an intermittent issue. When the surgeon pressed the foot clutch pedal, it would go down but released and did not stay engaged, even though their foot is still on the pedal. The caller stated they were expecting the instruments to remain still while pressing the clutch pedal, so they were surprised when the instruments started moving. The caller also stated that the surgeon was willing to show or explain to the field service engineer (fse) what was occurring. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the initial reporter confirmed that the procedure was completed robotically using the same surgeon console. The customer was expecting their instruments to remain still when they pressed the clutch pedal, but the instruments started moving. The instruments moved slightly; the direction is unknown. The instruments did not move uncontrollably, but there was some movement. The issue was intermittent. There was no injury/harm to the patient due to the issue.